Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, after placing the 120cm outback elite re-entry catheter into the patient in intimal position, the needle could not be extended. The health care provider (hcp) suggested that the distal tip was fractured. There was no reported patient injury. The hcp tried several times with no reaction of the needle. After removing the device out of the patient, the hcp mentioned that the lumen of the needle seemed to be broken/damaged. They continued the procedure without the outback. The device was carried out according to instruction for use (IFU). The device preparation was successful, and the needle could be extended and retracted without any resistance. The device was stored as per the labeling. There was no damage to the outback device noticed prior to opening the package. The fracture was identified as a suggestion form the health care professional. The fracture was noted when the hcp examined the outback after removal of the device from the patient¿s body. The fractured catheter was not completely separated. The intended procedure was subintimal angioplasty to overcome the lesion. The occluded target lesion was superficial femoral artery (sfa) and the access site was femoral. The lesion was severely calcified but without vessel tortuosity. All the specified ports of the device were properly flushed. The ports were flushed, followed by a 30 second delay, and then flushed again. The device was straight prior to loading. The needle/cannula was fully retracted prior to insertion of the wire. There was no resistance met while advancing the device over the guidewire. There was no resistance met while withdrawing the device. There was no resistance met using any of the other devices. There was no unusual force used at any time during the procedure. The device did not pass through any acute bends or tortuosity. The patient is in good condition and was already discharged from the hospital. Additional procedural details were requested but were unknown. The device will be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: after placing the outback elite re-entry catheter 120cm into the patient in intimal position, the needle could not be extended. The health care provider (hcp) suggested that the distal tip was fractured. The hcp tried several times with no reaction of the needle. After removing the device out of the patient, the hcp mentioned that the lumen of the needle seemed to be broken/damaged. The intended procedure was subintimal angioplasty to overcome the lesion. The occluded target lesion was superficial femoral artery (sfa) and the access site was femoral. The lesion was severely calcified but without vessel tortuosity. The device was straight prior to loading. The needle/cannula was fully retracted prior to insertion of the wire. There was no resistance met while advancing the device over the guidewire. There was no resistance met while withdrawing the device. There was no resistance met using any of the other devices. There was no unusual force used at any time during the procedure. The device did not pass through any acute bends or tortuosity. There was no reported patient injury. They continued the procedure without the outback. The device was carried out according to instruction for use (IFU). The device preparation was successful, and the needle could be extended and retracted without any resistance. The device was stored as per the labeling. There was no damage to the outback device noticed prior to opening the package. The fracture was identified as a suggestion form the health care professional. The fracture was noted when the hcp examined the outback after removal of the device from the patient¿s body. The fractured catheter was not completely separated. All the specified ports of the device were properly flushed. The ports were flushed, followed by a 30 second delay, and then flushed again. Additional procedural details were requested but were unknown. The product was returned for analysis. One non-sterile outback elite 120cm re-entry catheter was received coiled inside a plastic bag. Per visual analysis, the cannula was received fully retracted (not deployed). No other anomalies were noted in the device. Per functional analysis, a lab sample syringe filled with water was attached to the flush and wire ports located on the handle of the unit and successfully flushed. The water dripped out from the distal end of the catheter and blood residues were observed coming from inside the unit. Additionally, the cannula was advanced and retracted several times via distal movement of the deployment slider. No anomalies observed. Per dimensional analysis, the cannula deployment length and the usable length of the outback elite were measured and found within specification. A product history record (phr) review of lot 17819960 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿cannula/needle (outback only)- deployment difficulty - unable to¿ and the reported ¿catheter tip/distal tip- fractured - in-patient¿ were not confirmed during the device evaluation. The cause of the events reported events could not be conclusively determined during the analysis. Vessel characteristics of a severely calcified as well as procedural/handling factors might have contributed to the reported events. According to the instructions for use, which is not intended as a mitigation of risk ¿excessive calcification at the site of entry may impair performance. Ensure proper function of the outback elite re-entry catheter by 1) retracting and advancing the cannula tip via proximal and distal movement of the deployment slide, and 2) rotating the rotating knob which rotates the catheter shaft/nosecone. Depress handle deployment slide release button and incrementally advance the slide, as appropriate, to extend the cannula tip from the outback elite re-entry catheter lateral port and position it at the vascular target site. Maintain gentle forward pressure on the outback elite re-entry catheter shaft at the sheath. If resistance is felt during deployment, do not apply unnecessary forward push on the outback elite re-entry catheter. It may result in damage to the cannula tip and or separation of the cannula tip.¿ neither the product analysis nor the phr review suggests that the event experienced by the customer is related to the manufacturing process. Therefore, no corrective or preventive actions will be taken at this time.